Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x16mm promus premier select drug-eluting stent was successfully deployed. After post dilatation, a distal edge dissection in the distal part of the stent was noticed. A 2.75x12mm promus elite drug-eluting stent was deployed distally to the first stent, overlapping it and covering the edge dissection, to complete the procedure. The patient status was stable.